Event description:
It was reported that the device is showing no disposable clamp tubing alarm and air bubble in line. Issue was resolved through troubleshooting and patient education. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.